Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was initially not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the device was approaching elective replacement indicator (eri). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold resulting in the device having premature battery depletion. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.